Event description:
It was reported that during a stent graft procedure, the deployment mechanism was unable to deploy the stent graft; therefore, the stent graft was exchanged over the guide wire for a new stent graft that was prepped and deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records a re being reviewed. The investigation is currently underway.